Event description:
It was reported that a novum iq large volume pump had an issue of faulty keypad. When they press either the 9 or the decimal key, the device recognizes the entry as a double pressed entry, despite only pressing the key once. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A keypad test was performed, when 5 or 8 is pressed, 58 or 85 intermittently appears on screen. When 6 is pressed, 69/96 intermittently appears on screen. The reported condition was verified. The cause was determined to be from a defective front door cover. The front door cover will be replaced to resolve this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.